Event description:
A pt has a screw that is backing out. The surgeon is planning to revise the pt.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. G5: 510(k) number cannot be determined without a catalog number. No investigation could be performed, no conclusion could be drawn as no device was returned.